Manufacturer narrative:
Due to character limitation (e1) event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had the optical connector not working. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, b5, b6,b7, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes), h11 corrected field-h6 medical device ¿ problem code a getinge field service engineer (fse) evaluated the unit for the reported malfunction. Fault code 43 was observed in the logs. The fse replaced the fiber-optic assembly (0997-00-1161). The unit passed all functional and safety tests per factory specification. The iabp was returned to the customer.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had fiber optic connector broken. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, e1 (event site email), corrected data: h6 (medical device ¿ problem code. Findings).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions, findings).